Manufacturer narrative:
Belt sn (B)(4) was returned to zmc for further evaluation. Upon investigation, there was an incoming therapy electrode (te) recognition and ECG fall off failure. The belt was received in a biohazard condition. The te recognition failure and ECG fall off failure observed during incoming testing did not cause or contribute to the patient's death because the device was removed from the patient in a life-sustaining rhythm. The root cause was unable to be investigated due to the biohazard condition of the belt. There is no indication that this device malfunction caused or contributed to the patient's passing.

Event description:
During servicing of an electrode belt, which was returned for investigation into a non-reportable patient death, a reportable malfunction was found. Belt sn (B)(4) failed incoming functional testing. There is no indication that this device malfunction caused or contributed to the patient's passing as the patient was not wearing the device at the time of passing. The device was removed from the patient when they were in a life-sustaining rhythm.